Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during an unknown procedure, the device kept coming up with instrument error. This occurred before the device was used on the patient. They changed the hand piece but it still kept coming up with instrument error. The tip came off when cleaning. It is unknown how the procedure was completed. There were no adverse consequences for the patient.